Manufacturer narrative:
During ge healthcare technician checkout, it was noted that the bellows were broken with 1000 ml/min air leakage. The bellows were replaced to fix the reported issue.

Event description:
The hospital reported that mechanical ventilation failed during check out. There was no reported patient involvement.